Event description:
Same case as MDR ID# 2134265-2011-04173. It was reported that during a peripheral treatment procedure, removal difficulties and device entrapment occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed de novo target lesion was located in the mildly tortuous and mildly calcified left posterior tibial artery. A 300cm .014 thruway guide wire was advanced to the target lesion. A 2.0mm x 120mm x 150cm coyote otw balloon catheter was advanced to the target lesion and inflated one time to unknown atms. Contrast was run, then while maneuvering and repositioning the balloon catheter, the device would not track over the thruway guide wire to treat the lesion a second time. Upon withdrawal of the coyote balloon catheter, significant resistance was encountered. The devices became stuck together and were removed as one unit. The procedure was completed with a sterling es balloon catheter and another of same thruway guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Examination of the returned device revealed an overall length of 298.15cm, a coil length of 3.18cm, a coated shaft diameter of .01320" to .01325" and a finished coil diameter of .01415" to .01425". The spacing lengths and diameters of the three-3 marker coils appears to be correct, as are spacing and lengths of the depth marker bands on the wire shaft. A gage bushing certified to be .0143" in diameter was passed over the length of the specimen without issue except at the tighter radius bend/kink damage. Visually and dimensionally, the specimen appears to be a best-fit match to a (B)(4), long taper thruway device. The specimen presents numerous bends/kinks of varying degrees of severity scattered over the length of the specimen. The specimen also presents a 0.25mm stretch in the coil wraps due to coil displacement located 3.15cm from the distal tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-04173. It was reported that during a peripheral treatment procedure removal difficulties and device entrapment occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed de novo target lesion was located in the mildly tortuous and mildly calcified left posterior tibial artery. A 300cm .014 thruway guide wire was advanced to the target lesion. A 2.0mm x 120mm x 150cm coyote otw balloon catheter was advanced to the target lesion and inflated one time to unknown atms. Contrast was run, then while maneuvering and repositioning the balloon catheter the device would not track over the thruway guide wire to treat the lesion a second time. Upon withdrawal of the coyote balloon catheter significant resistance was encountered. The devices became stuck together and were removed as one unit. The procedure was completed with a sterling es balloon catheter and another of same thruway guide wire. No patient complications were reported and the patient's status is ok.